Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead failed for an unknown reason. The lead was capped and replaced. It was further reported that the replacement right atrial (ra) lead failed for an unknown reason. The replacement ra lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the initial ra lead exhibited high impedance and the replacement ra lead exhibited persistent high thre sholds and poor p waves.